Manufacturer narrative:
The unit was not returned for eval due to pt contact. It is not possible to determine an assignable cause for the unit failure. Insufficient info for a complete investigation. Microtips with pt contact are now sent to (B)(4) for disinfection before being sent to tenex for eval. The DHR for lot 03113-02 was reviewed. The units met mfg specs when released and there were no issues related to the complaint. There were (B)(4) units released from lot 03113-02. A review of lot history showed that there were (B)(4) units that failed for functionality. This lot has a failure rate of (B)(4). No significant trend was observed.

Event description:
When the doctor pressed on the foot pedal the needle moved for a second while out of the pt we then inserted the tx1 in the pt and pressed the pedal again for a few second and the needle wouldn't move. (Original complaint - bad needle per matt heath.)